Event description:
The catheter came disconnected from the port during placement. Uneventful successful retrieval from the right ventricle followed. This device was not returned for evaluation. Therefore, no failure analysis will be available. Directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."

Manufacturer narrative:
F11. Date MFR initially forwarded rpt to FDA. H3. Evaluation summary: a portion of this device was received, evaluated, and retained by this MFR. The engineering evaluation indicated only 29cm of the catheter shaft was returned. A partial circumferential break was noted in the catheter shaft 9cm from one end. Improper material handling during placement may have contributed to this event. However, without the entire device for evaluation or further info regarding the circumstances surrounding this event co cannot determine the exact cause for this event.